Manufacturer narrative:
B5: upon follow-up, on an unknown date, the patient was was discharged from the hospital and treatment medications were discontinued. At the time of report, outcome of the event abdomen pain was recovered. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day), amikacin (250mg, intraperitoneal, once daily) and meropenem injection (1gm, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient has recovering from the event . Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.